Event description:
It was reported by the customer that a pyxis medstation es system had a drawer which failed to recover. The customer reported that the device failed to recover even after rebooting it. The user was not able to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer removed back panel and noticed busted rails on left side of drawer and replaced the rail and sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.